Manufacturer narrative:
Continuation of d10: product ID 8578 serial# (B)(6) product type catheter; product ID 8709 serial# (B)(6) product type catheter; product ID 8578 serial# (B)(6) product type catheter. Product ID 8709 serial# (B)(6) product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(6), ubd: 09-oct-2014, UDI#: (B)(4); product ID: 8709, serial/lot #:(B)(6), ubd: 23-jun-2008, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal baclofen (unknown) and dilaudid (hydromorphone) via an implantable pump for spinal pain. It was reported that the patient stated they had a new pump and catheter implanted (B)(6) 2024. Patient stated the 2020 pump was in the right-side lower quadrant and the pump was flipping when they went to refill the pump. Patient stated the healthcare provider (hcp) told them the pump was loose in the pocket so the hcp did a surgery to tie the pump down but the pump flipped again so the patient then had the pump and catheter replaced and placed on the left side. Patient stated the last refill was (B)(6).